Event description:
Surgeon using drill on left side of pt's face. Surgery was bone grafting from hip to bilateral posterior maxilla and internal fixation. Drill bit sheared off cutting pt's lip. Sutures required x2. Pt discharged on 10/27/96 with small laceration noted healing well. Second drill bit used; it also broke off. All pieces retained.